Event description:
(B)(6) 2024: integrum has received information that a patient has experienced a fall due to the axor ii detaching from the abutment. No further information is available yet and the unit has not yet been received at integrum. (B)(6) 2024: additional information received from the cpo, the patient experienced pain in the stump after the fall, however the pain was gone two weeks after fall. Technical investigation of received unit i9814 performed. During the investigation, the axor passed the functional test in regard to gripping function; the failure could not be replicated. The clamps did however show minor marks indicating that the abutment has not been inserted all the way into the axor during use. (B)(6) 2024: further detailed information (pictures and videos) has been received from the treating cpo showing the patient donning the axor ii. The donning procedure is not carried out according to the IFU. A meeting has been held with the cpo to clarify how the donning shall be correctly carried out. Feedback from the cpo following this meeting is that patient is successfully using the axor now.

Event description:
On (B)(6) 2024: integrum has received information that a patient has experienced a fall due to the axor ii detaching from the abutment. No further information is available yet and the unit has not yet been received at integrum.